Event description:
I have used the product and have been pleased with its results in the past. However, I used the patch the last part of 2007 and rec'd a burn - second degree. I had put the patch on the lower part of my back. After about 6-7 hrs, I removed the patch due to feeling some discomfort. It is at that time I noticed the burn. I have not used the product since. I do not have pictures of the area on my back -2 spots - that were burned as it looks in 2008. Dates of use: 2007. Diagnosis or reason for use: back muscles sore.